Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Difficulty flushing the inner lumen of the catheter. Esp personnel explained the inner lumen should be capped and labeled do not use due to risk for thrombus also reminded to pass on the information in report due to risk for thrombus and that the fiber optic is fine without the inner lumen.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and difficulty flushing. There was no harm or injury reported.